Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the noted surgical intervention only included both the catheter dye and rotor study, which showed no issues. The cause of the volume discrepancy was still unknown. There were no notes of a volume check at the patient's appointment on (B)(6) 2021, just an unknown adjustment. A refill was scheduled for (B)(6) 2021, at which time the volume will be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported a volume discrepancy occurred and the patient reported increased pain. At the last refill, the volume expected was 4.5 mls, but 14.5 mls was removed. There were no known environmental/external/patient factors that may have led or contributed to the issue. The doctor conducted a dye study to determine if the pump was functioning and to see if the catheter was patent. Both the rotor study and catheter dye study were successful. A volume check was scheduled for one week. It was unknown if the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury¿. It was also noted surgical intervention had occurred and was "mentioned earlier in the report" (however, surgical intervention was not previously noted in the report and the product status for the pump and catheter were "implanted-remains in service"). The patient¿s weight and medical history were asked but unknown. Additional information was received from a consumer on 2021-sep-20 and it was reported the patient was suspicious of the hcp filling the pump. It was reported the patient used to have baclofen "and some other stuff" in the pump, and the hcp office changed medication to ¿fentanyl and some other meds". Caller requested for the patient to come in every 4 months for a refill, but they were making the patient come in every month. It was noted the patient had "been in pain all month" and when the hcp went to refill the pump "they pulled out as much [medication] as they put in". The patient was going in for a dye study today, but caller thought 'something fishy was going on' and was wondering if the patient could have an advocate (rep) present at the dye study. It was reported in the many years the patient had a pump, they have never had issue until now. Physician listings were requested.